Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure on (B)(6) 2018, the atrial lead was exhibiting extremely poor sensing values when tested through the analyzer cables on the electrophysiology (ep) recording system. It was noted that the atrium was diffusely scarred from the maze operation and only suitable position with a low sensing value was recorded. The lead was capped and replaced. The patient tolerated the procedure well, and there were no immediate complications.